Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) suffered severe post operative pain which persisted for 10 days, and limping. This is noted to be a paritex product.